Event description:
It was reported that a healthcare professional (hcp) (hospice nurse) had difficulty filling the pump. The hcp was unable to fill the pump with the refill kit they had, and a second refill kit was used but the hcp continued to have difficulty pushing the drug into the pump. The drug was pushed and withdrawn four times, each time 3-5 ml of clear and colorless fluid were withdrawn. Eventually the hcp was able to fill the pump with 39 ml. The cause of the issue was identified as an issue with the pump being tilted at a 45 degree angle and ¿appeared to be scarred in that position¿ and difficult to flatten out. No drug had been filled into the pocket per the manufacturer¿s representative, and the drug appeared to all enter the pump. The patient did not have any overdose symptoms. The hcp later stated that the patient had previously developed a hernia ¿deep to the pump causing a shift¿ but had noted that they had no difficulties refilling the pump. There were no patient symptoms or complications associated with this event, but the patient¿s managing hcp reported that the patient passed away on (B)(6) 2014 from metastatic endometrial cancer (end stage). The pump was used to infuse dilaudid, bupivacaine, and ketamine. No interventions were reported for this event. Further follow up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID ne u_refillkit_acc, lot# unknown, product type: accessory; product ID neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4).